Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an acl (anterior cruciate ligament) reconstruction that when the device was activated for several minutes, bubbles were generated from the return electrode, not from the active electrode, and the tissue was dissected by the return electrode. The surgeon decided to stop using the probe. The procedure was completed with a back-up device. There was a five minute procedural delay. No reported patient injuries of complications.

Manufacturer narrative:
Evaluation - an evaluation was performed by smith & nephew and could not confirm the customer complaint for bubbles were generated from the return electrode and the tissue was dissected by the return electrode. A visual inspection was performed and showed the probe did not observe any damage. The probe was tested in saline solution and functioned as intended to the quality specification. As stated in the IFU only use the active electrode tip of the probe on targeted tissue. Do not allow the return electrode to contact tissue. To prevent contact, use the active electrode only on the surface of the targeted tissue; do not bury the active electrode within the tissue. Contact of the return electrode with non-targeted tissue could result in thermal damage of the non-targeted tissue. No manufacturing related defects were observed. No further investigation is required. (B)(4).